Manufacturer narrative:
The device was returned for analysis. Visual inspection showed numerous kinks located in the distal half of the outer shaft. The device failed the curve and plane test. There was no issue with deploying the array. X-rays in the neutral position showed coils are aligned indicating the steering wires are intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter got stuck in the sheath. During an ablation procedure to treat ventricular tachycardia (vt), when advancing the orion catheter the steering cable broke and it was unable to deflect back into the straight position. The catheter then got stuck in the sheath and there was difficulty removing it. They ended up removing the catheter and the sheath as one unit from the access point and proceeded with the procedure using other equipment. Instead of mapping with the orion, the intellanav mifi oi ablation catheter was used. No patient complications.

Event description:
It was reported that the catheter got stuck in the sheath. During an ablation procedure to treat ventricular tachycardia (vt), when advancing the orion catheter the steering cable broke and it was unable to deflect back into the straight position. The catheter then got stuck in the sheath and there was difficulty removing it. They ended up removing the catheter and the sheath as one unit from the access point and proceeded with the procedure using other equipment. Instead of mapping with the orion, the intellanav mifi oi ablation catheter was used. No patient complications.